Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impaction strike plate on the curved g7 shell impactor broke off while trying to reposition a cup. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed. One g7 curved acet shell inserter was returned and evaluated. Upon visual inspection the weld holding the strike plate to the handle has fractured. There is visible damage to the rubber handle, handle position location, and to the curved inserter. The strike plate will rotate with some difficulty but will not come free from the handle. Due to the device not being separated no further analysis can be completed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.